Manufacturer narrative:
The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device allegedly failed the preventive maintenance test due to a bad pressure sensor and failed calibration. There was no patient involvement.